Manufacturer narrative:
(B)(4). The device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant of this pacemaker system, this patient underwent four different procedures to drain a hematoma in the pocket region. Several weeks later, the pocket was again evaluated and there were secretions coming from the pocket, indicating an infection. A revision was performed and the system was explanted. In addition, the patient is being treated with antibiotics and a new system will be implanted when the infection clears. No additional adverse patient effects were reported.